Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the ins would be replaced but no date was set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that they could not resume an over-discharged ins after two attempts using the physician recharge mode (prm). It was noted that the ins had been in an over-discharged state since (B)(6) 2018. The antenna locator gave a signal strength of around 50. The patient had also gained weight since may. Additional information received reported that it was the patient's first over-discharge. A physician restart was performed twice and then the patient went home and attempted 6 restarts on their own. The cause was initially due to the implantation being too deep. Additional information received reported that the patient had been listed for an ins replacement.